Event description:
It was reported that during an unknown procedure, the gold arm snapped a third of the way down. The surgeon then retrieved this item. Please note the surgery time was reported to be extended by just under one hour. Unknown how case was completed. Additional info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.